Event description:
The endoscopy staff reported after obtaining a transbronchial biopsy that the respiratory therapist noticed the biopsy forceps were not functioning correctly. Only one side of the forceps were opening; however, during the procedure they appeared to function properly. The staff was able to obtain a biopsy. Once the malfunction was noticed no more biopsies were obtained and the forceps were sequestered for the manufacturer evaluation purposes.